Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. During testing in (B)(6), the issue was reproduced, and console showed ¿controller error¿ alarm. Inspection of the console¿s components revealed misaligned communication cable between optical bench and 4-in-1 carrier. After the cable was re-seated, the issue was resolved and console was able to boot-up correctly. It is most likely that the cable was accidentally misaligned when the console¿s housing was being closed-up after the pm (5s parameters obtained during pm were within specification). The cause of the aic issue was a loose connector. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) experienced battery charging / other issues. No clinical details regarding resolution or patient involvement/condition were provided.